Event description:
Healthcare professional reported "rupture for saline devices and exchange". This record is for the left side. Device remains implanted and will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.